Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from the side of a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. Lot number history review / DHR review: lot number unknown; therefore lot history and device history record (DHR ) review could not be performed. Lot number reported 6270841 is not found for catalog # 309657 as per sap; therefore lot number is considered "unknown". Investigation conclusion: based on no photo/ no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. No root cause can be determined as no samples were received.